Event description:
Female patient being prepped for c-section delivery: doctor placed epidural using new kits; when given epidural bolus, noticed the yellow connector leaking anesthetic solution; opened another kit to replace leaking; 2nd connector also leaked; opened third kit (cse kit) and used different connector which did not leak.